Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. A customer reported receiving a sensor scan of 45 mg/dl and based on the sensor scan, the customer self-treated with grape sugar but became ¿very unsettled¿. The customer experienced symptoms described as ¿heart break¿, dry mouth, and headache, and had contact with an emergency service doctor who obtained blood glucose readings of 245 mg/dl and 250 mg/dl. The customer was diagnosed with hypoglycemia and received unspecified treatment. The diagnosis of hypoglycemia is inconsistent with the hcp glucose result of 245 mg/dl and 250 mg/dl. No further information was reported. There was no report of death or permanent impairment associated with this event.